Event description:
It was reported that the pump failed occlusion at 5.8 psi. There was no patient involvement.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. The device was last serviced in 2019. The reported problem was verified by functional testing. The cause of the issue was fluid ingression in the downstream occlusion (dso) sensor. The downstream occlusion (dso) sensor was replaced to correct the issue. The device passed all functional tests after the repair.